Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0349930. All inspections were performed per the applicable operations qc specification. There were two (2) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 2 bd 1ml syringes experienced the cannula breaking off. After suspecting the broken portion of the needle may have become embedded within the patient's skin, she sought medical attention from a hospital. The specific medical intervention administered and patient's final outcome have not been specified. The following information was provided by the initial reporter: there have been times where the needle has been dislodged from the syringe while the insulin dose was in progress. We had to immediately rush my mother to the hospital for a possible surgery as we suspected that the loose needle went beneath her skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 1ml syringes experienced the cannula breaking off. After suspecting the broken portion of the needle may have become embedded within the patient's skin, she sought medical attention from a hospital. The specific medical intervention administered and patient's final outcome have not been specified. The following information was provided by the initial reporter: there have been times where the needle has been dislodged from the syringe while the insulin dose was in progress. We had to immediately rush my mother to the hospital for a possible surgery as we suspected that the loose needle went beneath her skin.